Event description:
Medics attempted to monitor a pt (age and gender unk) and the unit's monitor screen only displayed a dotted line. The medics changed the unit's battery and tried to monitor in all three leads, but the unit continued to display a dotted line for an ECG trace. The unit's monitor screen did not display any error messages. There was no adverse effect on the pt.